Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse arrived to find the units helium tank in the cart was off and the gage on the cart read approximately 80% full. The lcd screen read zero. Turned the tank on and the lcd display read 80% full matching the cart gage. No problems of issues related to inaccuracy. User error. Completed checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium accuracy error. There was no patient harm reported.